Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged battery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Functional testing revealed that the battery was damaged. The cause of the condition was not determined. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.